Event description:
The hospital reported that the btt balloon of the vasoview hemopro 2 burst during the case. Balloon was inflated and performed as it should with no issues but randomly burst during the case. The insufflator was responding appropriately to the settings. The co2 insufflator flow rate was 3 and the pressure set at 10. An accessory kit was opened and a new btt was used. There was no delay. There was no patient harm.

Manufacturer narrative:
Tw (B)(4). Updated sections: b4, b5, d10, e1, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 02/04/2026. An investigation was conducted on 02/10/2026. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. A gash was observed on the silicone balloon that was peeled back, exposing the plastic btt. No other visual defects were observed. An inflation test was not conducted due to the condition of the torn balloon. Based on the returned condition of the device as well as the evaluation results, the reported failure "material rupture" was confirmed. The lot # 3000513320 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Tw (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that the btt balloon of the vasoview hemopro 2 burst during the case. Balloon was inflated and performed as it should with no issues but randomly burst during the case. An accessory kit was opened and a new btt was used.